Manufacturer narrative:
(B)(4) - incorrect guide wire. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that emboshield nav6 embolic protection system electronic instruction for use (IFU) states: the emboshield nav6 device can only be used with the barewire¿ filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, the reported IFU violation of not using a barewire that is compatible with the emboshield nav device does appear to have caused or contributed to the reported retraction issues, filter separation and subsequent treatments. The investigation determined the reported retraction issues, filter separation and subsequent treatments appear to be related to user error. Based on the reported information, the decision was made to use an atherectomy wire with the nav 6 filter instead of a barewire. In this case, use of atherectomy guide wire and a large load of debris in the filter likely resulted in retraction issues and the filter separation off the guide wire requiring a snare device to remove the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa). The emboshield nav6 embolic protection system (eps) was loaded onto an an atherectomy wire, not onto the bare wire, and advanced beyond the target lesion. The eps was used successfully; however, during removal, the full filter was only partially able to be pull into the retrieval catheter, and while attempting to pull it fully into the retrieval catheter, it separated from the wire and was free floating. The filter was then snared and successfully removed from the patient. There was no adverse patient effect or a clinically significant delay was reported. No additional information has been provided.